Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a blood sugar of 412 mg/dl and is having difficulty breathing. The customer started to hyperventilate. The customer administered 12 units of insulin per syringe while on the call. Troubleshooting was not completed and the customer went to the emergency. Nothing is returning.